Manufacturer narrative:
(B)(4).

Event description:
The user reported that during a patient use event, the device successfully delivered two shocks but on the third attempt, the device indicated the shock was not successful despite the shock appearing to have been delivered. The device requested the pads be replaced. The first device was removed from the patient use event and this device was retrieved to assist in this patient use case. The patient did not survive.